Event description:
It was reported that the pump has a consistent primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received by smiths medical/ICU on 16-jun-2022 via email and attached to complaint object: no patient involvement during this event.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and top case was cracked, chipped by the front right bottom corners and rear corner, broken mounting post found in bottom case and visible contamination by the "l" bracket pole clamp. The customer stated problem was duplicated. Reprogramming from base unit (bottom interconnect board) to top unit (main board) was incomplete. Uploaded software from base unit (interconnect board) to head unit (main board) by performing power point process. Re-programmed firmware software version. The cause of the reported problem ws determined by the user by device being used improperly. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 19-aug-2019